Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns experienced foreign matter in the fluid pathway which was noted prior to use. The following information was provided by the initial reporter: a hair was in the package.

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns experienced foreign matter in the fluid pathway which was noted prior to use. The following information was provided by the initial reporter: a hair was in the package.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 8121637 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. All quality inspections performed were found to be within specification. As neither a physical sample nor a picture sample was available, our quality engineer team was unable to complete a thorough sample investigation. In response to this reported incident and related reports, a quality alert has been issued to all applicable personnel. At this time, a manufacturing related cause could not be determined. Our quality team will be closely monitoring the production process for signs of foreign matter and other emerging trends.